Event description:
Healthcare professional (hcp) reports a patient experienced pruritis at the onset of a hemodialysis treatment while using a ca 170 dialyzer. The incident occurred the week of 8/23/1999. The treatment was continued with persistance of symptoms. Benadryl was administered IV at the end of the hemodialysis session. The patient symptoms resolved at this time. The patient remains on a ca 170 dialyzer for hemodialysis without repeat of the above. The patient is reported to be fully recovered at this time. There have been no recent changes to the patient's medications. The patient phosphorus level was noted to be elevated at this time.